Event description:
The customer reported to olympus that the bronchovideoscope bending section cover was wrinkled. The issue was found during preparation for use. The diagnostic procedure was completed using a similar device. The device was returned for evaluation. The following reportable malfunction was found during the device evaluation: the coating was peeling off the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. The bend angle in the up direction did not meet the specification due to wear of the angle wire; the bending section cover was loose, the bending tube was dented, the connecting tube was wrinkled, and the coating was peeling off the connecting tube. The device was returned and evaluated, and the customer's allegation was confirmed. The bend angle in the up direction did not meet the specification due to wear of the angle wire; the bending section cover was loose, the bending tube was dented, the connecting tube was wrinkled, and the coating was peeling off the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. This issue is addressed in the instructions for use (IFU): the customer was advised to handle the device following IFU. Olympus will continue to monitor the field performance of this device.